Event description:
That is not the day the problem occurred, but the approximate day I stopped using my philips CPAP. I had been having chronic congestion issues and continuous rhinorrhea for many months, and the cause could not be found after consulting two different ent physicians, and an allergy physician as well as trying various medications. Within a few days after I stopped using the device per the recall, my symptoms resolved. I registered my device on the first day of registration in june and was told that it would be replaced asap. However, when I heard that they were starting the replacements and I called the company to get an idea of time, they were unable to tell me whether the devices were being replaced in order of registration, by geographic location, alphabetically, or any other logic- the rep cheerfully told me that all the defective machines would be replaced by december 2022 (sic.) Not being able to use my device is a constant threat to my health and well-being. FDA safety report ID# (B)(4).